Manufacturer narrative:
N/a.

Event description:
The following has been reported: pump is alrming ' pump problem" out of the box. I reprovisioned after factory reset; alarm still occurs. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a pneumatic valve 1 leak failure. During testing, the pump alarmed at startup. The air compressor was not observed to have charged at this time. The pump was reverted to manufacturing mode and failed pneumatic hardware testing consistent with a bad air compressor. No additional damage was identified.